Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the preliminary shipment photos of the 95cm emboguard 87 balloon guide catheter (bgc). The review is documented below. [Photo review]: from the photos provided, it was confirmed that one emboguard was returned with the luer-activated valve (lav) connected. The photos provided showed that there were two scratches on the balloon area. Evidence of a kink on the shaft near the strain relief was also shown. From the provided photos of the damage on the balloon area, it could not be determined that the damage was the point of the leak. Review of the photographs provided showed evidence of shaft kink and scratches on the balloon region. However, the provided photos of the balloon wound could not confirm whether it was a wound that caused the leak. A review of the manufacturing documentation associated with this lot (9648423) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting an occlusion in the right internal carotid artery (ica) to treat a cerebral infarction, the devices were used in accordance with their instructions for use (ifus). The procedure was via femoral artery access. After puncture of the right femoral artery and insertion of an 8.2fr, 25cm sheath introducer (medikit), the 95cm emboguard 87 balloon guide catheter (bgc) (bg8795u / 9648423) was prepared and delivered to the right ica in combination with a 6fr simmons c 125cm as a coaxial catheter. Subsequently, the synchro select¿ guidewire (stryker) was combined with the trevo trak ® 21 microcatheter (stryker) and inserted into the esperance¿ aspiration catheter (wallaby medical). Using the trevo trak microcatheter and the synchro select guidewire; the occlusion was crossed. The synchro select guidewire was withdrawn and a 6.5mm x 45mm embotrap iii was inserted and deployed at the distal site of the occluded vessel. When the emboguard bgc was inflated for thrombus retrieval, balloon rupture was observed. Positive pressure was applied to the deflated balloon multiple times to maintain inflation and thrombus retrieval was performed using the combined technique using the embotrap iii and the esperance aspiration catheter. Residual thrombus was confirmed, requiring a second pass. The ruptured emboguard bgc was replaced with a new one and the puncture site was changed to the left femoral artery. The second pass was performed like the first pass. Complete revascularization was achieved, and the procedure was completed. Continuous flush was maintained through the procedure. There was no negative impact on the patient. The physician commented that, ¿the tortuosity of the right femoral artery was severe, and the inserted sheath was kinked. Since the emboguard was passed through the lumen of that sheath, the balloon may have been damaged. However, the left femoral artery, punctured in the second pass, also exhibited severe tortuosity and the sheath was kinked, but the balloon of the emboguard used at that time was undamaged and could be used normally.¿ on (B)(6) 2025 preliminary shipment photos of the 95cm emboguard 87 balloon guide catheter (bgc) were added to the complaint. The photos will be reviewed by the product analysis team. On 27-aug-2025, additional information was received. The information indicated / confirmed that the 8.2fr, 25 cm sheath introducer (medikit) was used.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission is to make a correction / revision to the product investigation that was conducted on the returned complaint device. Investigation summary: the initial examination of the shaft (between strain relief and proximal balloon bond) showed evidence of a kink at approximately 12mm from the distal end of the strain relief. As this damage was not described in the complaint event description, it is considered unrelated to the complaint event. The visual inspection indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum inner diameter (ID) check of the emboguard device confirmed that there was no restriction in the main lumen of the device as the ball gauge could be advanced through the device without resistance. The complaint report detailed that the ¿when inflating the balloon [catheter] of the emboguard for thrombus retrieval, balloon rupture was observed¿. Balloon inflation and deflation could not be successfully performed using 0.45ml of water/dye solution (ratio 100:1). Upon inspection, a pinhole was discovered near the base of the balloon, which the water/dye solution was leaking from. The complaint report states that. The complaint event can therefore be confirmed. As per the device¿s IFU recommended procedure, step 13: balloon inflation instructions: ¿exceeding the recommended inflation volume for the relevant diameter may result in balloon rupture. Do not inflate to greater than 0.56 ml (balloon inflation volume)¿ and ¿inflation of the balloon so that it extends beyond the distal catheter marker band may cause balloon rupture.¿. While these are possible causes for the balloon bursting, with limited information it cannot be definitively determined. The returned emboguard could not be successfully inflated and deflated as per the procedural steps in the IFU. Therefore, the complaint event was confirmed, but no root cause was determined. There is no indication that this complaint was the result of a defect or malfunction of the emboguard device. A review of the manufacturing documentation associated with this lot (9648423) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 19-sep-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to include the additional event information received on 04-sep-2025. [Additional information]: on 04-sep-2025, additional information was received. Per the information, the patient is a 78-year-old male with a history of prostate cancer (10 years ago). The information indicated that the emboguard balloon catheter was inflated three times, two times during the procedure prep outside the patient¿s body, then once in the patient¿s body. The emboguard balloon catheter ruptured on the third inflation. There was use of a peel-away sheath. The access catheter used was a 125cm 6 fr. Simmons c (medikit). The information confirmed that the replacement was another emboguard balloon catheter. The reported issue did not result in any clinically significant delay in the procedure. Updated sections: a.2, a.3a, a.4, a.5, a.6, b.4, b.7, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of the returned emboguard device identified one instance of flattening from approximately 13mm and 17mm from the distal tip of the device. As this damage was not described in the complaint event description, it is considered unrelated to the complaint event. Since the balloon is reported to have burst during preparation, it is unlikely it was ever tracked through a tortuous anatomy. It is possible that this damage occurred during packaging and transportation of the device. The visual inspection indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum inner diameter (ID) check of the emboguard device confirmed that there was no restriction in the main lumen of the device as the ball gauge could be advanced through the device without resistance. The complaint report detailed that the ¿catheter's balloon burst [during] preparation¿. Balloon inflation and deflation could not be successfully performed using 0.45ml of water/dye solution (ratio 100:1). Upon inspection, a pinhole was discovered near the base of the balloon, which the water/dye solution was leaking from. The complaint event can therefore be confirmed. As per the device¿s IFU recommended procedure, step 13: balloon inflation instructions: ¿exceeding the recommended inflation volume for the relevant diameter may result in balloon rupture. Do not inflate to greater than 0.56 ml (balloon inflation volume)¿ and ¿inflation of the balloon so that it extends beyond the distal catheter marker band may cause balloon rupture.¿ while these are possible causes for the balloon bursting, with limited information it cannot be definitively determined. The returned emboguard could not be successfully inflated and deflated as per the procedural steps in the IFU. Therefore, the complaint event was confirmed, but no root cause was determined. There is no indication that this complaint was the result of a defect or malfunction of the emboguard device. A review of the manufacturing documentation associated with this lot: (9648423) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.